Manufacturer narrative:
(B)(4). Reporter stated that the possible catalog numbers are 7n8399 or 7n8301. The corresponding 510k number for those product codes is k132734. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link set became disconnected during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.